Event description:
It was reported the patient's blood glucose level dropped to 45 mg/dl. The patient reported the nurse tried to suspend their insulin but was unsuccessful. As treatment, the pod was removed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported unsuspended insulin. Lot release records were reviewed and the product lot met all acceptance criteria.